Event description:
Reported by the complainant as follows: patient was delivered to hospital emergency room by emergency service with assumed bone fracture. Allegedly a morphine derivative was applicated and patient was treated. At this time the high concentration non-rebreather mask was applicated. Patient was sent after treatment to a normal ward with the mask still on. On the normal ward only a low flow of oxygen was applicated. Patient was not closely monitored (unknown for how long). Eventually patient was found with extreme low oxygen saturation and transported to ICU for incubation/ventilation.

Manufacturer narrative:
(B)(4).